Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. It was discovered that the dialyzer was cracked on the outer plastic of the shell. The machine did not alarm the test strips were not used to confirm the leak. Estimated blood loss was 250cc. The pt had not adverse effects and no medical intervention was required. The pt did complete treatment. Sample has not been returned to MFR for eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.